Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual and functional inspection was performed on the returned device. The premature deployment was confirmed. It is likely that the terumo catheter was bent or angled in the anatomy causing resistance with the absolute pro delivery system resulting in partial stent deployment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation determined that the reported difficulties were likely due to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a percutaneous intervention treating the iliac artery, moderately calcified lesion. A 7 french terumo catheter was placed. Following, an absolute pro stent delivery system (sds) was advanced within the catheter, however, resistance was met within this catheter. The absolute pro sds was removed from the catheter without resistance. Once outside the patient's anatomy, the stent was noted to be partially deployed. Another absolute pro was used in replacement without issue. There were no adverse patient effects and there was no clinically significant delay. No additional information was provided regarding this issue.